Event description:
A consumer reported via a manufacturer representative that they were unable to communicate with the implantable neurostimulator (ins) and they had not had therapy for months. The patient last recharged the ins on (B)(6) 2017. An ins overdischarge was suspected so a physician mode recharge (pmr) was done. Following the pmr a power on reset (por) with error code 0x0008 was displayed. The patient was able to recharge the ins normally after clearing the por. No further patient complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the implantable neurostimulator (ins) was turned off when interrogated on (B)(6) 2017. Impedances were checked and were measured to be high on one electrode pair. Electrode pair c-0 had high impedances of 3023 ohms. The ins was programmed to c+, 1-, 2- at 5.0v, 90 usec and 180 hz on the left side and c+, 5- at 3.8v, 90 usec, and 180 hz on the right side. Recharging statistics showed the patient typically had four coupling bars and charged for 0.5 hours every 1.5 days. The ins battery was at 25 percent at the time of this report. Additional information received from a health care provider (hcp) via a manufacturer representative reported an appointment with the patient was scheduled on (B)(6) 2017. The manufacturer representative checked the implantable neurostimulator (ins) and everything was working as intended. The ins battery training had been done well and the ins was charged to 100 percent in the past few days. The last 11 recharge sessions indicated the ins was being charged once a day for 0.8 hours. The cause of the high impedances were not determined. The high impedances of 3025 ohms was on electrode pair c-0 and electrode 0 was not used to program the ins. The electrodes used to program stimulation had normal impedances. The patient did not experience any falls or trauma. No additional troubleshooting was done and no further actions or interventions were taken or planned. The ins overdischarge was resolved and the patient was receiving effective therapy.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37086, implanted: explanted: product type: extension. Product ID: 37086, implanted: explanted: product type: extension. Product ID: 3389-40, implanted: explanted: product type: lead. Product ID: 3389-40, implanted: explanted: product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the implantable neurostimulator (ins) was turned off when interrogated on 2017-08-29. Impedances were checked and were measured to be high on one electrode pair. Electrode pair c-0 had high impedances of 3023 ohms. Was programmed c+, 1-, 2- at 5.0v, 90 usec and 180 hz on the left side and c+, 5- at 3.8v, 90 usec, and 180 hz on the right side. Recharging statistics showed the patient typically had four coupling bars and charged for 0.5 hours every 1.5 days. The ins battery was at 25 percent at the time of this report.